Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00292 on 17-nov-2025. Additional information (21-nov-2025): during the customer's site visit, the customer service engineer (cse) performed a preliminary assessment and identified processing errors surrounding multiple mechanisms, including photometer, reaction-washer performance, and reagent 2 arm. Siemens evaluated the event and determined that multiple hardware issues potentially contributed to the falsely elevated carbon dioxide, concentrated (co2_c) result, which were resolved by standard service interventions performed by the cse at the source lamp, reagent 2 arm, dilution and reaction washer, and mixers, as indicated in the initial MDR. Investigation conclusions code of section h6 was updated to reflect the additional information. Note: section h11 of the initial MDR mentioned 'aligned drain', referring to the alignment of the reagent 2 arm to its drain. The analyzer is performing within specifications. No further evaluation is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was within the range on the day of the event. Siemens reviewed the instrument data, identified a potential lamp issue, and observed malfunctioning reaction washer (rw) probe 1 and reagent probe 2 carryover conflict errors. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer and observed that the reagent 1 (r1) washer probe was installed incorrectly, the alignment to drain was slightly out, the photometer gains were slightly high, rw4 water tubing had split, which caused water to drip into and all over the cuvettes, and sample mixer impeller was not seated correctly. Next, the cse replaced the r1 washer probe, r1a tubing & valve, and lamp. Also, the cse repaired the rw4 water tubing and ran auto check multiple times, which passed. Further, the cse ran qc, atellica test protocols (atp), and auto check, all of which passed, tested mixer drain valves, which were functioning properly, aligned drain, reseated sample mixer impeller, verified mixer alignments, performed dilution washer alignment, verified reaction washer alignment, and ran qc again, which recovered acceptably. The customer ran qc, which passed. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on two alternate atellica ch 930 analyzers. The repeat results were lower than the erroneous result and were considered correct. The repeat result of 27.3 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.